Manufacturer narrative:
B5 narrative information: no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was also noted that they had aortic valve insufficiency that occurred post ventricular assist device (vad). It was noted that the clinic was unsure whether or not a device related issue caused or contributed to the aortic valve insufficiency. There were no symptoms. The plan of care was to continue on the vad. The vads speed was reduced to allow the aortic valve to open at 4800 revolutions per minute (rpm). The speed was returned to 5700 rpm. The speed of the pump was lowered not due to a ramp study but it was due to the elective modular cable and system controller exchange due to the severe kinking/twisting of the modular cable. The speed was lowered by the doctor via echocardiogram until the aortic valve was opening to mitigate complications with pump stoppage during the exchange. The system controller was originally exchanged to just facilitate ease of modular cable exchange but afterwards it was noted that the driveline cable door lock was unable to open and was fused closed. The patient was discharged home and was continued on the mechanical circulatory support (mcs) equipment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had aortic valve insufficiency. Their aortic valve was not opening.

Manufacturer narrative:
Correction: h6 - health effect clinical code corrected. Manufacturer's investigation conclusion: no specific device-related issues or adverse events were reported. Evaluation of the submitted log files revealed that no notable events were captured. The pump appeared to function as intended with stable temperature, rotor displacement and rotor noise. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6) with no further issues reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. No specific device-related issues or adverse events were reported; however, the hm3 lvas IFU provides a list of adverse events that may be associated with the use of the hm3 lvas in section 1, ¿introduction.¿ no further information was provided. The manufacturer is closing the file on this event.